Manufacturer narrative:
Technician found that the brake position could be engaged and that the brakes would hold on all brake casters. The swivel would not hold on the left and right head brake casters. Technician replaced both head end brake casters to resolve the issue.

Event description:
Account alleged that the brakes at the head end were not working properly. No impact reported.